Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose value 41 mg/dl before breakfast and he treated with a juice and fruit bar before breakfast. Then his blood glucose was 336 mg/dl, treated with 10 units of insulin through manual injection. He declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.